Event description:
Multiple colostomy bags found to have adhesive that does not stick. The part of the device that is supposed to be sticky is not sticky or tacky at all. It is immediately apparent that something is wrong with the product. We have notified the manufacturer and are returning multiple boxes. Multiple lots are affected. Lot 8b00773, 8k01707, 8g01414, 8j01719, 8k04961, 8g01414.